Manufacturer narrative:
Emdr section h6, conclusion codes updated to d12 and d1001 to reflect results of investigation.

Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #mob37, serial #(B)(6), UDI (B)(4). H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® molding & occlusion balloon catheter instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: trauma to the vessel wall, including spasm, dissection, perforation, or rupture. Please note that the same patient was captured in medwatch report number 3013164176-2025-02469. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A contralateral leg endoprosthesis (plc231000j) was implanted in the right common iliac artery to extend an ipsilateral leg of a trunk ipsilateral leg endoprosthesis. A touch-up was performed to the plc231000j using a gore® molding & occlusion balloon catheter (two gore® molding & occlusion balloon catheter were used for this procedure but it is unknown which was used for this touch-up). A blood pressure dropped when the touch-up was performed. An angiography revealed a rupture of the right common iliac artery (the distal of the plc231000j broke through the vessel wall). The gore® molding & occlusion balloon catheter occluded proximally and then additional stentgrafts were implanted from the plc231000j to the right external iliac artery. And afterwards, the rupture site was surgically repaired, ligated the right internal iliac artery, sutured the distal end of the plc231000j which broke through the vessel wall and the right common iliac artery was tightened using kind of a tape to get ID of a gap between the stent graft and the right common iliac artery. The patient tolerated the procedure. The physician stated that the arterial adventitia of the right common iliac artery was very thin like the stent frame was seen through the arterial adventitia therefore the vessel had been very weak originally, but it was not sure by a preoperative CT and an intraoperative angiography. The physician also stated that the touch-up was not performed too strongly. Reportedly, the plc231000j might have been oversized for the diameter of the right common iliac artery (15.2 ¿ 19.9 mm).